Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the dust could not be determined. Error e200 occurs because the position of the turret could not be detected due to a faulty photosensor caused by an accumulation of dust. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The e200 error code was present due to a severe amount of dust inside the unit. Additionally, the pump was failing and compromising the amount of pressure produced by the unit. The scope socket was also found worn-out with rust and dirt present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying an e200 & e204 error code during procedure preparation. The initial reporter confirmed that this device did not make patient contact.